Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the vitrectomy was unavailable, a system message displayed and the pneumatics was not responding during a surgical procedure. The procedure was cancelled. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported ¿vitrectomy not available¿ was replicated. The event logs showed a pneumatics pump issue during boot up (intermittently).the pneumatic pcb was replaced to resolve these issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pneumatic pcb. (B)(4).